Manufacturer narrative:
The hill-rom technician found the hand pendent would not call the nurse¿s station due to a bad button on the pendant. Per the hill-rom user manual: to install the pendant into the side rail: position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).